Event description:
(B)(6) study. It was reported that stenosis occurred. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in right distal superficial femoral artery (sfa) with 90% stenosis and was 30 mm long with a proximal reference vessel diameter of 5.00 mm and distal vessel diameter of 5.00 mm and was classified as tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of a 6 mm x 40 mm study stent. Following post dilation residual stenosis was 0%. On (B)(6) 2019, the subject was noted to have 'worsening claudication of right leg' and 'worsening claudication left leg'. 90% stenosis was noted in the right proximal, mid and distal sfa. On (B)(6) 2019, 90% stenosis was noted in the right proximal, mid and distal sfa was treated by performing angioplasty in right mid sfa into the adductor stent followed by drug coated ballooning. Following post dilation, the residual stenosis was noted to be 0%. Additionally, the event was treated medically. On unknown date, angioplasty was performed at the left sfa. On (B)(6) 2019 the worsening claudication of the right leg was considered to be resolved. On (B)(6) 2019 the worsening claudication in the left leg was considered to be resolved.

Event description:
Imperial clinical study: it was reported that stenosis occurred. The subject was enrolled in the imperial study on march 24, 2016 and the index procedure was performed on the same day. The target lesion was located in right distal superficial femoral artery (sfa) with 90% stenosis and was 30 mm long with a proximal reference vessel diameter of 5.00 mm and distal vessel diameter of 5.00 mm and was classified as tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of a 6 mm x 40 mm study stent. Following post dilation residual stenosis was 0%. On may 01, 2019, the subject was noted to have 'worsening claudication of right leg' and 'worsening claudication left leg'. 90% stenosis was noted in the right proximal, mid and distal sfa. On may 16, 2019, 90% stenosis was noted in the right proximal, mid and distal sfa was treated by performing angioplasty in right mid sfa into the adductor stent followed by drug coated ballooning. Following post dilation, the residual stenosis was noted to be 0%. Additionally, the event was treated medically. On unknown date, angioplasty was performed at the left sfa. On may 16, 2019 the worsening claudication of the right leg was considered to be resolved. On may 30, 2019 the worsening claudication in the left leg was considered to be resolved. It was further reported that on april 17, 2019, the subject presented to hospital with atherosclerosis and bilateral claudication. Subsequently lower extremity arterial duplex was performed. The right limb had moderately decreased perfusion, and hemodynamically significant stenosis of mid sfa and common femoral artery (cfa). The left limb had mildly decreased perfusion, and hemodynamically significant stenosis of mid sfa. Based on those findings, no action was taken at that point of time. On may 16, 2019, the subject returned to the hospital for further evaluation and angiography of the right leg was performed which revealed stenosis plaque at the proximal cfa, significant amount of plaque in the mid sfa, and moderate to severe focal stenosis above the subject's previous adductor stent in the distal sfa. 90% stenosis noted in the right sfa was treated by performing angioplasty from the stent up through the sfa with a 6 x 150mm drug coated balloon. However, there was sluggish flow noted in the proximal common femoral lesion, for which ballooning was performed using a 7 x 60 mustang balloon. Post procedure, a non-boston scientific device was deployed with good hemostasis. Following post dilation, the residual stenosis was noted to be 0%. The subject was scheduled to have a follow-up for the left leg intervention. The stenosis noted in the left leg was treated by performing angioplasty. The worsening claudication of the right leg was considered to be resolved and the subject was discharged on aspirin and clopidogrel.